Manufacturer narrative:
One opened knife was received in a blister for the report of dull blade with a bent tip. The returned sample was visually inspected and was found conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a dull knife with a bent tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of knife was found to be somewhat bent upward and the blade was dull during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.